Event description:
It was reported that the field representative was contacted by the health care professional (hcp) who reported that the patient with this implantable cardioverter defibrillator (ICD) system had received inappropriate anti- tachycardia pacing (atp) burst due to t wave oversensing on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the stored episode. It was noted that the rv lead is a competitor lead. Ts reviewed the provided data and confirmed the inappropriate atp. Ts also noted that the patient appeared to have high sinus rates and a decrease in r wave amplitudes. Ts discussed possible findings with the field representative and recommended an in person visit for further evaluation. Subsequently, the field representative reported that the physician will reprogram the device settings and will continue to monitor at this time. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).